Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously low sodium (na) results for two (2) patient samples. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate methodology and those results were reported out. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run prior to the event and had been exhibiting low flier results (up to 6 mmol/l low). Qc prior to the low patient results was within lab-established ranges, but on the low side of the range (3 mmol/l below the mean). The customer indicated that the instrument has been experiencing imprecision qc results since (B)(6) 2013. The samples were collected in gold vacutainer tubes, analyzed fresh, and centrifuged at 3500 rpm for 5 minutes. The samples are stored at room temperature. A bec field service engineer (fse) was dispatched and replaced the na electrode, sample probe, and t-valve which resolved the issue. Service also verified instrument performance. A definitive failure mode was not confirmed. Multiple hardware components were replaced, any of which could have caused or contributed to the event.